Event description:
It was reported that the pt was initially implanted on 2/7/95. X-rays taken on 7/21/96 revealed that the plate had broken at the position of the most proximal slot. Revision was performed on 8/12/96.